Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. After a 5f non-bsc sheath was inserted, the lesion was crossed using a 0.035 inch non-bsc guidewire. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.